Event description:
In 2006 performed primary tha (total hip arthroplasty), cup moved while patient is post op. Notified the next day of cup and revised in the same pm with stryker cup and liner. Kept aesculap stem and ball in patient.